Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was continuing to prompt the ¿apply sample¿ message after he had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 15 minutes prior to the start of the alleged issue he had symptoms of ¿fast heart beat, hungry, irritable and clammy. The patient reported the alleged issue occurred on (B)(6) 2013 at 3:30pm. It is unclear what the patient takes to manage his diabetes and it is unknown if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The patient denied receiving any medical intervention in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient was using a correct testing process and correct test strips to obtain the samples. The patient reported it was not the first time the meter had been used. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient¿s conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.